Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed.transmitter voltage test: fail (0 vdc). A review of the share logs was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause was determined to be discharged transmitter battery. The reported event of signal loss over 1 hour is reportable based on no log data to review. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.